Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Field remediation: the reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications per the device trained customer. No further investigation will be performed.

Event description:
The customer reported during set up of the device off patient use, the avea ventilator displays the extended high peak pressure alarm and did not reset on start up.